Event description:
The dr claims that after the graft was implanted in the right forearm of the pt as an arterio-venous access graft, swelling was observed in the pt's arm. The graft was left in. The procedure outcome was fine. No further info is available. The pt's condition is fine.